Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via webform entry that the ring of insulin pump was damaged and reservoir was unable to lock in place. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.